Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure, the patient presented emergently in a cardiopulmonary arrest state. It was reported that the event was due to aneurysm rupture which was attributed to a type ia endoleak and the patient expired. Per the physician, the cause of the event was due to patient anatomy. The proximal neck was short and the physician noted a possibility of insufficient sealing zone.